Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: the reported event of a no external power and low voltage alarm was confirmed via the submitted log files. A review of the log files spanning approximately 9 days (14jun20 ¿ 23jun20 per time stamp). On (B)(6) 2020 at 05:28, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~0v. The alarm cleared on its own shortly after power was restored. On 20jun20 at 21:20 and 21jun20 at 22:27, the low voltage hazard alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~2.6v. The alarm cleared on its own shortly after power was restored. The voltage did not fall low enough for the no external power alarm to activate. The backup battery was able to provide power to the controller during these events. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. (B)(6) was not returned for analysis and remains in use. A root cause for the reported event could not be conclusively determined through this analysis. The heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power and low voltage alarms. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that technical services reviewed submitted log files and observed multiple no external power alarms that occurred briefly on (B)(6) 2020. These were reportedly caused by power to the mobile power unit (mpu) being interrupted. Additional log files were later submitted and analysis revealed low voltage hazards that occurred on (B)(6) 2020. These were again caused by power to the mpu being briefly interrupted. The mpu power was not off long enough to activate the no external power alarm for these events.